Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b3: date of event, b5. Correction: h6: annex a, annex e and annex f. B3: date of event: the exact date of event is unknown but likely occurred around july or august of 2025. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 26nov2025, it was reported that the issue occurred during the procedure, as the wire was being removed from an 8.5fr or a 10fr drainage catheter. The access site was the right upper quadrant of the abdomen, and no resistance was noted during wire insertion. No portion of the wire remained in the body of the patient, as the wire did not fragment/separate, but split. An abdominal x-ray was done at the physician assistant's request to confirm that no portion of the wire remained. The patient did not have tortuous anatomy.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation ¿ evaluation. It was reported that a coons interventional wire guide became frayed and separated inside the body of an unknown patient during a procedure in the interventional radiology (ir) department. The issue occurred during the procedure, as the wire was being removed from an 8.5fr or a 10fr drainage catheter. The access site was the right upper quadrant of the abdomen, and no resistance was noted during wire insertion. No portion of the wire remained in the body of the patient, as the wire did not fragment/separate, but split. An abdominal x-ray was done at the physician assistant's request to confirm that no portion of the wire remained. No harm to the patient has been reported. Reviews of documentation including the complaint history, device history record (DHR), and quality control procedures for the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device history record found that two devices from the reported complaint device lot and its related subassembly lots did not pass quality control inspections; however, the affected products were scrapped prior to release from cook. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. This device lot is not supplied with an IFU. Based on the available information, no product returned, and the results of the investigation, cook concludes this event to be due to component failure unrelated to manufacturing deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1 - customer (person): (B)(6). H3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a coons interventional wire guide became frayed and separated inside the body of an unknown patient during a procedure in the interventional radiology (ir) department. At this time, no harm to the patient has been reported. Additional information regarding event details and patient outcome has been requested but is currently unavailable.